Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for cancer chemotherapy. It was reported that the nurse was asked by the healthcare provider to update the pump to permanent shutdown state. They understood the permanence as that was reviewed. They stated that there was "some issue" with the pump but they had no details when technical services attempted to ask various questions. The pump shutdown code 3547 was given to the caller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.